Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Manufacturer narrative:
Diopter: 22.00. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Visual inspection on returned product found the lens optic and haptic torn. Lens was returned in liquid. There was evidence of clear surgical residue on product. (B)(4).

Event description:
The reporter stated the surgeon used a cc4204a 22.00 diopter collamer single piece lens. There was patient contact. Cause of this incident was loading error. Further information has been requested, but none has need forthcoming.

Manufacturer narrative:
(B)(4).